Event description:
It was reported that while in use on a patient, a system error occurred while using this ht70 ventilator at home. The caregiver placed the patient on an ambu bag then placed on an alternate ventilator. Patient outcome was asked but unknown.

Manufacturer narrative:
Section a patient information and section e initial reporter cannot be provided due to japanese privacy regulations. Section e. Japan medtronic personnel reported event to manufacturer on behalf of the customer. Medtronic has not received the suspect device/component from the customer for evaluation nor has the device been evaluated by the medtronic service engineer. Medtronic conducted an investigation based upon all information received. It was reported that while in use on a patient, a system error occurred while using this ht70 ventilator at home. The device was not available for evaluation. It was informed that the third party service provider tokibo (tkb) performed the device evaluation. Tkb found that the pump shaft was broken, so the pump and manifold assembly was replaced. No product was returned to medtronic. Failure confirmation, root cause, or relationship to the event could not be determined since no product was returned for evaluation or made available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it has met all medtronic quality s pecifications. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that while in use on a patient, a system error occurred while using this ht70 ventilator at home. The caregiver placed the patient on an ambu bag then placed on an alternate ventilator. Patient outcome was asked but unknown.

Manufacturer narrative:
Section d9 was updated due to part return update to coding due to part return: section hg evaluation code method remove b17 and add b01 additional code added to result. Conclusion remove d15 and add d02 component remove g07001 and add h3 device evaluation summary: updated due to part return medtronic conducted an investigation based upon all information received. It was reported that while in use on a patient, a system error occurred while using this ht70 ventilator at home. The device was not available for evaluation. It was informed that the third party service provider tokibo (tkb) performed the device evaluation. Tkb found that the pump shaft was broken, so the pump and manifold assembly was replaced. The replaced pump was returned for failure investigation. The pump was received with the left side of the bearings deteriorated. When examining the pump metal debris was found inside of the guard. The left and right piston rods contained corrosion. If the pump would fail while in use on a patient, the ventilator response would be the loss of ventilation. The cause of the event was determined to be faulty pump. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it has met all medtronic quality specifications. The event is included in a trending and monitoring plan. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.